Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective therapy due to high impedances on their leads and the ipg is moving around in their pocket. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.